Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-09730 and 2134265-2017-09731. It was reported that the system froze during third pull back. A 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. It was noticed that the cart shut down by itself. The system was restarted. During the third pullback, the system froze. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the product would not power up. The acq pc passed the specifications of the ilab system functional feature test. The img pc passed the specifications of the ilab system functional feature test. The unit passed the mdu-5 plusbasic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
Same case as 2134265-2017-09730 and 2134265-2017-09731. It was reported that the system froze during third pull back. A 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. It was noticed that the cart shut down by itself. The system was restarted. During the third pullback, the system froze. No patient complications were reported.